Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed an error code 41786. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to faulty main board. As a result, the mainboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer was stated that the device was showing error code 41786. There was no reported patient involvement. Evaluation of the returned device was confirmed the reported issue, and it could cause interruption of therapy during use.